Event description:
Edwards learned of a valve-in-valve procedure for a failed 21mm aortic valve which had been implanted for 15 years, 1 month due to severe aortic insufficiency (ai) due to a prolapsed leaflet. No bav was done on this patient. Ef listed as 50-55%. No aortic root calcification. The transapical valve-in-valve with a 23mm sapien was performed flawlessly, without incident. No ai or pvl noted on tee s/p sapien valve placement. The patient was discharged to the ICU in stable condition. Hospital stay uneventful. Patient was discharged to home on (B)(6) 2014.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned for evaluation because this was a valve-in-valve procedure and the initial valve remains implanted. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device and the cause of the prolapsed leaflet detected at the time of the valve-in-vale procedure were unsuccessful; therefore, the root cause for replacement of this device remains indeterminable.